Event description:
In 2008, the staff at the hospital discovered a telemetry pt slumped in toilet area in cardiac arrest. The staff resuscitated the pt and transferred to intensive care. The staff alleged that no priority alarm was sounded despite ventricular fibrillation being observed on cardiac monitor. This incident was reported to mhra and forwarded to spacelabs in 2008.

Manufacturer narrative:
This incident appears to have been reported to mhra 10 days after the incident occurred. Spacelabs first learned about this incident through the info forwarded by mhra. The hospital reported that they tested the device and telemetry channel after the incident and before the device was placed back into svc. The hospital's medical engineer was able to confirm that the device successfully triggered all alarm conditions. Spacelabs responded by visiting the hosp within 24 hours of being notified of the incident. Spacelabs conducted simulator testing of the suspect device, and all other similar telemetry devices. Spacelabs testing demonstrated that all equipment was operating to specs, all alarms were fully functional. Spacelabs was not able to review any relevant alarm or heart rate records as the hosp had the printer off during the incident. Spacelabs did attempt to determine if this incident was related to the current telemetry field corrective action. Our investigation was inconclusive. The conditions being addressed in the recall are a failure of the telemetry receiver's alarm function that is only correctable by removing power from the receiver module for more than 10 minutes. Due to the 10-day delay in being notified of this matter, we are unable to absolutely confirm that the receiver had not been reset. All testing did confirm that alarms were functioning properly set. All testing did confirm that alarms were functioning. No further action is anticipated.